Event description:
During the procedure physician used an endeavor sprint to treat a lesion in the lad/om1 (size: 2.25x24mm) with moderate tortuosity, severe calcification and 100% stenosis. It is reported that stent was noted to be deformed after attempting delivery. The lesion was pre-dilated with a sprinter balloon (1.5mm x 20mm) at 14 atm. The device was removed from packaging per IFU, inspected and prepped before use without any issues noted. Resistance was not noted during the device advancement and no excessive force was used. The physician believes that the event was procedural related; not device related. The physician used a new non-medtronic device to complete the procedure. No patient injury reported.

Manufacturer narrative:
Results and conclusion: (moderate tortuosity, severe calcification and 100% stenosis). (Stent deformation). (Stent). (B)(4).

Manufacturer narrative:
Results: stent embolisation. Conclusion: stent embolisation. (B)(4).

Event description:
It is further reported that the dislodgement occurred after the stent deformation was noticed. The stent had dislodged from the balloon and was pooled back in the guide catheter by snares. The physician believes that the event was procedural related; not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Evaluation summary: the distal tip was damaged. The stent was not returned with the delivery system (it was confirmed that the stent dislodgement happened in vitro after removal from the patient). Residue was visible inside the device. Crimp impressions were visible on the balloon.